Event description:
The report rec'd from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician noted that the stent delivery system (sds) balloon of the cypher select plus 2.75 x 13 mm stent did not fill completely with contrast. At this point, the physician inspected the device and a hub crack was noted. The device was removed from the pt without any problem with the stent still mounted in place. The procedure was completed successfully with another similar product. There was no reported pt injury. Add'l info rec'd indicated that the procedure was elective. The sds balloon did not inflate at all. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no anomalies noted. The device was not resterilized. There was no reported problem connecting the inflation device to the product or in advancing the product to the target lesion. No add'l info was available including pt demographics or target lesion characteristics.

Manufacturer narrative:
The product was returned for inspection. The report rec'd from the affiliate indicated that while attempting to inflate a cypher select +, the balloon did no inflate due to a crack in the luer hub of the stent delivery system (sds). The stent was not deployed. The product was removed from the pt without difficulty and the procedure was finished successfully with another product. There was no pt injury reported. The product was prepped following IFU instructions and no anomalies were noted at that time. The product was returned for eval. One non-sterile cypher select + 2.75 mm x 13 mm was rec'd coiled inside a plastic bag. The sds was wavy and kinked at the distal section. This condition on the shaft could be related to the way the unit was mailed in the package. The catheter was rec'd with the stent mounted in its correct position between the marker bands. There were no damages observed in the stent. During microscopic analysis, the luer hub was observed vertically cracked from the thread through the molding injection point. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The failure reported by the customer was confirmed and determined to be related to the mfg process of the product. An internal investigation was opened to address this kind of failure. Please note that this is the initial/final report for this product.